Event description:
It was reported that the pt had expired. The cause of death and the relationship of the device to the pt's death were unk. It was stated that the device had helped the pt. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).